Event description:
It was reported that during a follow up in clinic, inappropriate rate response resulting in arrhythmia and an error message indicating erroneous parameter values detected were noted. Abbott technical support was contacted and the erroneous parameter values were suspected to be due to telemetry disruption during the threshold test resulting in the pace rate remaining higher than expected following the test. The device was reprogrammed. The patient was in stable condition.